Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient suffered an infection four to six weeks post implant. The implantable neurostimulator (ins) was explanted along with the extensions and leads. The health provider was able to obtain a culture of the drainage and stated the infection was likely due to contamination at the time of implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.